Event description:
Consumer called with complaint on syringe marking which consumer claims caused consumer to receive an inappropriate amount of insulin. Stated consumer was hospitalized and was in a coma due to the misdosing.